Event description:
A nurse reported that a flo-gard infusion pump presented a low battery alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log, battery testing, and functional testing were performed. An f-6 alarm was identified in the alarm log, associated to low battery voltage. Visual inspection revealed a blown fuse, determined to be the cause of the condition. Additionally the plug icon did not light up, which was related to the reported problem. To correct the condition, the fuse was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.